Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("half coil in uterus") and device expulsion ("half coil in uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: during pre-op doctor explained half coil was in uterus. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half coil in uteus'), device expulsion ('half coil in uteus') and device dislocation ('mine adhere to my small intestine area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss") and weight increased ("gained 50 pound"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device breakage, device expulsion, device dislocation, weight decreased and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, weight decreased and weight increased to be related to essure. The reporter commented: during pre-op doctor explained half coil was in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half coil in uteus'), device expulsion ('half coil in uteus') and device dislocation ('mine adhere to my small intestine area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss") and weight increased ("gained 50 pound"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device breakage, device expulsion, device dislocation, weight decreased and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, weight decreased and weight increased to be related to essure. The reporter commented: during pre-op doctor explained half coil was in uterus . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- weight loss. Reporter added. On 23-mar-2020: social media was received. Event added- weight gain. Reporter were added. On 29-may-2020: social media documents revived, new reporter added. On 29-may-2020: social media documents revived, new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("half coil in uteus") and device expulsion ("half coil in uteus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: during pre-op doctor explained half coil was in uterus. Concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half coil in uteus') and device expulsion ('half coil in uteus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device dislocation ("mine adhere to my small intestine area"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, device expulsion and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and device expulsion to be related to essure. The reporter commented: during pre-op doctor explained half coil was in uterus concerning the injuries reported in this case, the following one was reported via social media: device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event device dislocation added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half coil in uteus'), device expulsion ('half coil in uteus') and device dislocation ('mine adhere to my small intestine area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss") and weight increased ("gained 50 pound"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device breakage, device expulsion, device dislocation, weight decreased and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, weight decreased and weight increased to be related to essure. The reporter commented: during pre-op doctor explained half coil was in uterus concerning the injuries reported in this case, the following one was reported via social media: device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- weight loss. Reporter added on 23-mar-2020: social media was received. Event added- weight gain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.